Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.(B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; down arrow under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-jun-2018 with the following findings: during investigation, the keypad was intact and all the keys responded appropriately. The keypad cover was removed and there was no contamination found under the key contacts. There were no button contact defects found. The pump cover was removed and there was no evidence of internal moisture observed. The keypad latch was found to be fully closed. There was no damage to the keypad flex observed. The original complaint was unable to be duplicated.